Event description:
Procedure type: colon resection. Patient gender: unknown. According to the reporter: the staple line was incomplete and the anastomosis was secured with a colostomy post-operatively. No further incident or patient details has been disclosed by the reporter. The product has been discarded by the user facility.